Event description:
It was reported by a getinge service territory manager (stm) that during a scheduled repair service for a previous issue, the coiled cable connector moved in the cardiosave intra-aortic balloon pump (iabp). It was later clarified that the coiled cord cable connector had been bumped during the repairs which caused a component to "blow." There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm determined that the executive processor board needed to be replaced and ordered the part. The stm returned at a later date and replaced the executive processor board which allowed the iabp unit to power up properly. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during a scheduled repair service for a previous issue, the coiled cable connector moved in the cardiosave intra-aortic balloon pump (iabp). It was later clarified that the coiled cord cable connector had been bumped during the repairs which caused a component to "blow." There was no patient involvement, and no adverse event reported.